Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely by connecting with the customer and confirmed that the system did not work during the first start up. Rebooting the system resolved the reported issue. Review of the system log file showed malfunctioning flexvision pc. Due to manufacturing issues, the dimms (dual in-line memory module) may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1156-2024). The medical device correction was implemented on the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not working. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.